Event description:
It was reported to philips that the allura system was unable to produce x-rays. No patient or user harm reported. A philips field service engineer (fse) inspected the system onsite and replaced the detector power supply which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a planned treatment was performed when the issue happened. The procedure was completed by moving the patient to another room. A philips field service engineer (fse) inspected the system and confirmed that system unable to fluoro. Upon some functional test, fse found detector was not being powered which indicate the detector power supply is not working. Fse replaced detector power supply. After replacement of the power supply of detector, the system was returned to use in good working order. The defective part was returned for analysis and the main suspected failed component of the ps fd unit.